Event description:
It was reported that the patient lost coverage on the right side. Imaging confirmed that the paddle lead had migrated. The patient underwent a lead revision procedure and another linear lead was also added. The patient was doing well postoperatively and the paddle lead remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.